Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported upon removal the string separated from a tampon leaving the pledget inside her vaginal cavity. She was able to manually remove the pledget in one piece and did not seek medical attention. She did not experience any adverse health effects.